Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "air in line test failure", which was not reproduced. The alarms were confirmed during a review of the event history log by the presence of "air in line!" Messages in the log on the reported date of occurrence and found to be caused by a failed upstream sensor with cracks on the tail pins. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump experienced an "air in line test failure" during preventive maintenance testing. It was also reported there was no patient involvement.